Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump had a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 83 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.